Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 50ml CT experienced difficult plunger movement which was noted during use. The following information was provided by the initial reporter: I have been using these syringes for a number of years now and have been very happy with the quality. However in the last six months I wonder if something has changed with the manufacturing? The issue is, I am finding it really hard to push the syringe down and deliver the oil (medicine) to my patients. It is so much stiffer than it used to be.

Event description:
It was reported that an unspecified number of syringe 50ml CT experienced difficult plunger movement which was noted during use. The following information was provided by the initial reporter: I have been using these syringes for a number of years now and have been very happy with the quality. However in the last six months I wonder if something has changed with the manufacturing? The issue is, I am finding it really hard to push the syringe down and deliver the oil (medicine) to my patients. It is so much stiffer than it used to be.

Manufacturer narrative:
H.6. Investigation: two samples were provided to our quality engineer for investigation. Upon visually inspecting the product, no damage or molding defect was identified that could contribute to the reported issue. A device history review was performed for reported lot 1811275, no deviations or non-conformances related to this issue were identified during the manufacturing process. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. As these devices are single use only, testing was performed on the unused sample that was returned and results were found to be within required specifications. There have not been any changes made in the design or materials used to manufacture this product. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.